Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed on (B)(6) 2020. No low blood glucose (bg) below 54 mg/dl was observed by the continuous glucose monitor during this time frame. No low blood glucose (bg) below 54 mg/dl was entered into the pump by the user during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 45 mg/dl. Reportedly, the customer believes the pump's basal iq feature was not functioning as intended; however this could not be confirmed as although requested, the customer did not upload pump data for review, and declined troubleshooting from tandem technical support. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.